Event description:
A break in the retention dome during traction removal. The indwelling period was unk. Since the dome portion could not be removed endoscopically, the pt was being followed closely to see if the dome portion would be removed with bowel movement.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt, a partial semi-circular section of the broken retention dome is seen adhering to the feeding tube. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The broken section of the retention dome that contains the dimpled pocket was not returned for evaluation. Gross visual and microscopic examination show no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.